Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited high capture threshold and low sensing. During the clinic visit, the lead exhibited a failure to capture and undersensing. Programming changes were made but issue still persists. The lead was explanted and replaced. The patient was stable throughout.